Event description:
It was reported that the right atrial lead had to be revised the day after implant. Follow up was attempted, but no additional information was obtained about the reason for the lead revision. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.